Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) 2020: it was further reported that the complete ipg system, including capped leads caused occlusion prior to being explanted.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007, 5076-45 lead, implanted: (B)(6) 2007, 5076-45 lead, implanted: (B)(6) 2017, addr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced superior vena cava (svc) syndrome. The complete implantable pulse generator (ipg) system, including capped leads, were explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.